Manufacturer narrative:
Block b3: exact date unknown, event occurred few months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads: upn: m365sc2317500 model: sc-2317-50 serial: (B)(6) batch:(B)(6).

Event description:
It was reported that the patient was experiencing loss of therapy and frequent implantable pulse generator (ipg) charging. It was also noted that the leads had high impedances and x-ray taken showed lead migration. Reprogramming was done and patient continued to have inconsistent pain relief. The patient underwent a revision procedure wherein the ipg and leads were replaced with a magnetic resonance imaging (MRI) compatible device, and the pocket site was relocated. The patient was doing well postoperatively and the explanted device components were not returned.